Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral holmium laser enucleation of the prostate under general anesthesia. Postoperatively, an f22 bardia foley catheter was retained to drain urine and perform bladder irrigation. At 23:42 on (B)(6) 2026, the balloon on the catheter ruptured, causing the tubing to slip out. Currently, this has no impact on the patient. The patient was under observation and was scheduled for discharge in the near future.